Event description:
It was reported that a high drain 105 alarm occurred on a homechoice (hc) machine after use. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The fill volume was set to 1500ml and the ultrafiltration for cycle five was 1832ml. The hp had no symptoms. There were no bypasses. The tsr assisted the caregiver (cg) in clearing the alarm. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A device history review was performed finding one exception during manufacturing, however, the device was repaired, retested, and found to be performing as designed before release. A review of the service history revealed no failures or problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.